Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery won't hold charge, battery will not power up monitor) has been confirmed. As received, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt contacted zoll customer support to report her battery will not hold a charge and will not power up a monitor. The pt was issued a replacement battery pack.